Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the pump and transmitter regained connection. In addition, it was reported that the sensor expired prematurely. Reportedly, the customer did not enter the correct sensor code. The customer was able to enter the correct sensor code to resolve the issue.